Event description:
It was reported that during a hemorrhoid procedure, the device stapled but would not cut. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.